Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable triglycerides assay result for a patient sample tested on a cobas 8000 cobas c 701 module. The initial result was 1.74 mmol/l. The repeat result after the sample was diluted 1:50 was 88.99 mmol/l. The repeat result after ultracentrifugation was 15.07 (accompanied by an invalidating data flag).

Manufacturer narrative:
Per the method sheet: "extremely lipemic samples(triglycerides greater than 3000 mg/dl, about 34 mmol/l) can produce normal results." The result of 88.99 mmol/l exceeds this limit. The extremely high triglyceride concentration in the lipemic sample caused oxygen depletion during the reaction, resulting in the abnormal reaction curve and a falsely low result. The investigation determined that this is a sample-specific issue. There was no product problem identified.